Event description:
Olympus was informed that there are ¿seeds stuck in the channel and there is no suction¿ in the evis exera iii colonovideoscope. The event was found during reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported issue was confirmed, there was no brush/forceps passage and no suction flow due to a clogged instrument channel from foreign object. Seeds and scrape marks were found inside the channel using a thin diameter boroscope. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. It is likely, the seeds were inadvertently suctioned in the biopsy channel during the use resulting in the clogged, which caused loss of suction. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states not to suction solid matter or thick fluids, and handling regarding suctioned those matter as follows: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus. Olympus will continue to monitor field performance for this device.